Manufacturer narrative:
Concomitant medical products: loid. (B)(4). No sample will be returned for evaluation.

Event description:
It was reported that prior to elective endovascular surgery, the patient experienced severe anaphylaxis on insertion of the cvc prior to the induction of anesthesia. As a result, he required 30 minutes of CPR, 5 mg of adrenaline, vasopressin, followed by infusions of adrenaline and noradrenaline as well as 4l of crystalloid. Because of the anaphylaxis, the procedure was abandoned. The patient required vasopressor infusions for 2 days and was intubated and ventilated for 4 days in ICU. He had elevated tryptase and also elevated levels of specific ige to chlorhexidine on testing. He has been warned of the consequences of chlorhexidine exposure when undergoing medical and dental treatment and also when purchasing a range of over the counter products in pharmacies. He has since undergone the procedure in a chlorhexidine-free environment without any adverse events.

Manufacturer narrative:
(B)(4). The report was reviewed. However, a comprehensive investigation could not be determined because no sample was returned for analysis. A review of manufacturing records could not be performed because no lot number was reported and a potential lot number based on sales history was not available. Since the patient experienced sever anaphylaxis, recovered and recovered was warned about exposure to chlorhexidine, operational context related to the patient's allergies caused or contributed to this event. No further action will be taken.